Event description:
It was reported that bd insyte catheter breaks. The following information was provided by the initial reporter, translated from spanish to english: when channeling is attempted 13 times because the patient is difficult to access and the insyte that are currently being used bd brand, first of all, they do not provide safety to the staff, since they do not have such a set and the needle is totally exposed, thus causing an accident. On the other hand, when the needle is inserted, it makes resistance and does not penetrate well into the skin, at the time of cannulation the rubber broke and caused damage to the vein, thus causing multiple punctures.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed for provided material number 38831114 and lot number 3312414. The review did identify a record of poor catheter tip during the sub-assembly production process. However, adjustments were made during the production process to improve the quality of the catheter tip and were performed by the operators/area preparers per specifications. To aid in the investigation of this issue, one (1) picture of the product packaging and one (1) picture of the actual device were received for evaluation by our quality team. Through examination of the device picture, the catheter appears to have a malformed tip. It is most likely that the catheter tip defect resulted from a formation issue during the assembly process. According to the related maintenance order, adjustments were made to mitigate this issue. Corrective and preventive actions have been addressed through a plan implemented in september 2024, after the production of this lot number. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.